Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 25-nov-2025: the instrument specified here with the number k10250221 0031 dated august 26th, 2025, showed signs of a cable torn: cracking in the housing and irregular opening and closing of the instrument, leading the colleague to assume a cable torn. The reported impairments forced the colleague and the surgeon to replace the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The returned product did not exhibit the event described in the complaint. Visual inspection internal and external were performed, confirming no issue was detected with the grip and pitch cables. Manual articulation of inputs pass.